Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure was confirmed and replicated. During in house testing, the erbe error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable cause of errors c-34 and c-33 is attributed to a faulty electrical component inside the erbe generator. The errors indicate a different voltage level than expected while powered on. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors c-34 and m-11. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the user informed the technical support engineer (tse) that they encountered repeated errors c-34 and m-11 on the integrated electrosurgical unit (iesu) or erbe. Prior to calling, the user had restarted the erbe several times, but the c-34 error consistently appeared during bipolar firing. The procedure continued as planned using only monopolar energy. No known impact or patient consequence was reported.